Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was in the heavily calcified right coronary artery (rca). The lesion was predilated with an unknown sized quantum balloon catheter. The physician attempted to advance a 3.0x16mm taxus express2 drug eluting stent to the target lesion but it would not cross the lesion. Upon withdrawal of the device, it was noticed that a strut appeared lifted in the "back" of the stent. The procedure was successfully completed with another 3.0x16mm taxus express2 des. There were no patient complications reported with the patient's current condition reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch fill be filed.